Event description:
Cholecystectomy. Reportedly, the instrument did not fire staples when it was applied to tissue. The bowel had to be resected and sutured by hand. The surgeon stated that they possibly used the stapler wrong.